Event description:
The pt received the scs system on (B)(6) 2008. It was reported the pt is no longer feeling stimulation. The charging system and the pt programmer will no longer communicate with the ipg. The pt has lost approx 20 pounds since implant. A replacement charging system did not resolve the issue. Surgical intervention will be undertaken to resolve the issue; however, a date for the procedure has not been set.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.